Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be definitively identified. Based on the investigation results, the chipped adhesive is most likely attributable to expected or random component degradation. The dirt observed on the light guide lens is likely attributable to the optical properties of the device and expected wear over time. No design or manufacturing issues were identified during the investigation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation the light guide lens of the cystonephrovideoscope was dirty and there is a chip on the bending section cover adhesive. There was no patient involvement.